Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d), the chronic right ventricular (rv) lead was noted to be very tight with little slack. The physician pushed the lead a little bit inside the ventricle. The following day, an alert was noted to be triggered for low pacing impedance. The sensing was also noted to be diminished from the previous day. The lead remains in use. No patient complications have been reported as a result of this event.